Event description:
It was reported that the patient experienced a cerebral vascular accident over a year after the placement of their artificial urinary sphincter. The patient was stable. Additional information reported revealed that the cerebral vascular accident was not related to the device or implant procedure. Ultrasound observed a broken balloon. The patient was doing well. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.